Event description:
The customer reported a ventilator with no power. No patient involvement.

Manufacturer narrative:
Part was returned for investigation. Visual inspection of the power supply revealed no evidence of damage or contamination. The power supply was attached to the 100vdc (variable dose controller) power supply. Using the oscilloscope the signal at the junction of r91 and the positive lead of c56 (lot code: 59 iii hh) was monitored, which revealed the voltage was dropping below the threshold voltage of approximately 8.5 volts required to initialize u8. The c56 capacitor signal was dropping to 6.37v. The failure of c56 prevented the power supply from operating on ac power. The reported problem was confirmed. The root cause of the reported was determined. The failure of c56 prevented the power supply from operating on ac power. There is a relationship of the device to the reported problem.